Manufacturer narrative:
(B)((4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2023. On (B)(6) 2023, the pediatric patient developed a skin reaction with itching, rash, redness, inflammation, and dry skin, under entire patch area. The reaction was treated with a prescription of steroids (route and name unknown and could not be confirmed). It was stated that the skin in the area touching the back of the sensor pod was particularly badly roughened and that the area around the adhesive tape was also a little rough. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.